Manufacturer narrative:
A product evaluation was completed on the returned finger cuff. The reported event of inaccurate pressure values was not able to be confirmed. Finger cuff passed eeprom verification with expired status and patient information. The sensor was reset for pressure test. The finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned unit. The finger cuff sensor passed both pre and post-decontamination leak test. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The reported issue could not be confirmed with product evaluation and no product nor process malfunction was identified. A device history record review was completed and documented that device met all specifications upon distribution. As part of the manufacturing process, 100% of the manufactured units go through a visual inspection and electrical test. The instruction for use states, "do not use a damaged finger cuff. This may result in inaccurate measurements or may damage the edwards monitoring system" "improper placement or alignment of the finger cuff can lead to inaccurate monitoring" and "do not apply finger cuff(s) on a hand or finger when a second blood pressure measurement device is actively monitoring on the same arm."

Event description:
It was reported that a vitawave finger cuff had inaccurate blood pressure values during elective knee surgery. The finger cuff displayed a blood pressure of 80s/40s while the other non-invasive blood pressure cuff displayed values of 120-130s/70s (90s). Both devices were placed on the same side of the patient. Two additional vitawave finger cuffs were used for troubleshooting. Staff eventually just stopped using the finger cuffs. The patient did not receive treatment based on the inaccurate values. There was no patient harm.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Additional reports were submitted for the two others failed vwca cuffs. A supplemental report will be sent when the FDA report ID number is available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Report with FDA report ID number 2015691-2025-02136 and 2015691-2025-02148 were submitted for the two other malfunctioned vwa.